Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on (B)(6) 2004. Patient was revised on (B)(6) 2012 due to alleged metallosis and elevated metal ions. Additional information received in patient medical records indicates that the revision procedure that took place (B)(6) 2012 was due to metallosis, pseudotumor, osteolysis and elevated metal ions. The operative notes confirm that the acetabular cup, liner, and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on (B)(6), 2004. Patient was revised on (B)(6), 2012 due to alleged metallosis and elevated metal ions. This report is based on allegations set forth in patient's complaint. The allegations are currently unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00011, 00394 & 00397).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded deviation or anomaly. No additional complaints have been received for this item/lot number. This report is based on allegations set forth in patient's complaint and the allegations are currently unverified. This report is number 2 of 3 mdrs filed for the same event. (Ref. 1825034-2012-00011, 1825034-2012-00394 and 00397).